Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates and apple juice to address low bg. Reportedly, the customer entered the incorrect amount of insulin when delivering a bolus and ended up delivering more insulin than intended. In addition, it was reported that a minimum fill notification occurred after filling a cartridge with 120-130 units of insulin. Customer's blood glucose level was 540 mg/dl. Customer delivered a correction bolus via a manual injection to address high bg. Reportedly, the customer loaded a new cartridge to resolve the issue.